Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Updated b5: describe event or problem. Updated d6: implant date.

Event description:
It was reported that in stent restenosis occurred. The 90% restenosed target lesion was an area of in-stent restenosis (isr) located in the proximal right coronary artery. A promus element drug eluting stent was placed in the isr lesion that had been treated in a clinical trial procedure. The defective device was already inside the patient's body and could not be recovered. It was further reported that on (B)(6) 2019, the in-stent restenosis was confirmed and was treated with agent drug coated balloon on the same day.

Manufacturer narrative:
Initial reporter facility name: (B)(6) general hospital.

Event description:
It was reported that in stent restenosis occurred. The 90% restenosed target lesion was an area of in-stent restenosis (isr) located in the proximal right coronary artery. A promus element drug eluting stent was placed in the isr lesion that had been treated in a clinical trial procedure. The defective device was already inside the patient's body and could not be recovered.